Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -11.0 diopter, implantable collamer lens into the patients right eye (od) on (B)(4) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. This exchange resolved the problem.